Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the battery is not holding a charge. It only charges up to approx fifty percent. As a result, an alternate device was employed. The surgical procedure was completed successfully. There were no delays, no blood loss, and no adverse consequences to the pt.

Manufacturer narrative:
Eval is in progress, but not yet concluded.